Event description:
As reported, in 2005, this pt was implanted with gore tag thoracic endoprosthesis. Four months later, a proximal type I endoleak was observed. One month later, the pt underwent a reintervention in which a gore tag thoracic endoprosthesis was implanted. The proximal type I endoleak was noted to resolve. In 2006, a type ii endoleak originating from and intercostal artery was observed. Six month follow up computed tomography demonstrated that the type ii endoleak had resolved.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Also implanted in the pt gore tag thoracic endoprosthesis (tg4020/lot# 03621081).